Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise and exhibited low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.